Manufacturer narrative:
The contribution of the device to the experience reported could not be determined as the device was not returned for evaluation. Additionally, the device specific information was not provided, precluding a review of the device history record.

Event description:
Index surgery: (B)(6) 2008. Revision of right shoulder components due to infection secondary to sepsis from mrsa infection in lower back in 2014. Revised to spacer elsewhere. The case report form indicates the event is unlikely related to devices or procedure. This event report was received through clinical data collection activities.

Manufacturer narrative:
There is no indication that there is a device related problem, there is no allegation against the device. The event of infection is greater than 3 months postop and it is highly unlikely to be related to the surgical procedure or devices. The patient was reported to have a mrsa infection in the lower back. The most likely cause of the reported event is related to the underlying patient condition. This device is used for treatment not diagnosis.

Event description:
The patient outcome is listed as "continuing" from the study database. No devices will be returned. No additional information was provided. Associated mfrs for this event: 1038671-2017-00228, 1038671-2017-00229, 1038671-2017-00230, 1038671-2017-00231, & 1038671-2017-00232.